Event description:
Pt stated that he was "standing up on my scooter to use the urinal to go to the bathroom." "I bumped the reverse button (on his scooter)." The scooter knocked the pt off balance and he fell to the floor injuring his left hip.